Event description:
Incident occurred during a transcatheter aortic valve replacement surgery. Upon attempt to deploy the valve there was a balloon rupture and the valve did not deploy. The physician attempted to remove the valve on its delivery system. The valve became lodged in the right common femoral artery. The artery was repaired with the help of cardiovascular and vascular surgeons.